Event description:
It was reported that during a ptca procedure, the balloon would not deflate properly. They continued to pull negative pressure and the balloon deflate enough to be removed. It was also reported that the clear polymer jacket over the contrast displacement rod came out of the manifold and off the contrast displacement rod. No pt injuries or complications occurred.